Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d154awg ICD, implanted: (B)(6) 2009; 5092-58 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to have varying impedance and no capture. After analysis of lead trend data, it was suspected the lead had a loose connection at the device header. The lead was revised and during revision, the lead was tested and found to have normal functionality via external analyzer. The lead remains in use. It was further reported that the device set screw was loose. The patient was pacer dependent and a temporary pacemaker was inserted during the device change out. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.